Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.

Event description:
It was reported that following the first inflation in the subclavian vein, the pta balloon would not retract into the sheath. During retraction, the outer shaft broke near the balloon. Another balloon was used to complete the procedure. There was no reported injury.